Manufacturer narrative:
It was reported that the patient was administrated with topical antibiotics (date and duration not reported). This report is submitted on june 03, 2021.

Manufacturer narrative:
Per the clinic, the patient experienced a skin flap breakdown and an infection (specific date not reported) at the implant site. This report is submitted on april 26, 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 07, 2024.

Manufacturer narrative:
This report is submitted on 29 apr 2021.

Event description:
Per the clinic, the patient experienced skin flap edema and inflammation. It was also reported that the implant has been exposed into the air. The device was explanted on (B)(6) 2021 and the patient was re-implanted with a new device during the same surgery.